Event description:
Internal ref.#: (B)(4).

Manufacturer narrative:
The product was requested for examination in the getinge laboratory on 2019-06-03. Despite multiple requests, we neither received the device nor a tracking number that confirms the dispatch. Therefore no laboratory investigation could be performed. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. This complaint will be closed due to a lack of information. The complaint will be re-opened if the requested device or any new relevant information is received. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
They reported that the oxygenator began to show a pre-membrane pressure increase around 500 mmhg, blood flow was decreased dramatically to 100 ml / min. Patient withdrawal and decannulation were chosen at 2:30 pm on (B)(6) 2019. No harm to the patient was reported. (B)(4).